Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the basic occlusion test due to loose drive support disk. The pump was unable to perform occlusion, prime and excessive no delivery test due to compromised force sensor system alarm. No blank display and no number were scrolling during test. The pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and broken belt clip slot. (B)(4).

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 114 mg/dl. The customer stated that insulin was squirting out during the manual prime process. The customer stated that she was unable to exit the "preparing to prime" loop. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.